Manufacturer narrative:
A ge service rep performed an on site investigation. The joystick was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the systems' motorized movements were inoperable. No report of pt or staff injury.